Event description:
N/a

Manufacturer narrative:
Due to character restriction in block e1 e1 event site name is (B)(6) hospital. Corrected fields : e1 ( event site name , event site telephone). Updated fields: b4,d8, d9, e1(initial reporter),g1(contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) on phone call, observed that the start button had not been pressed after the alarm was dealt with, and the problem was resolved. Issue resolved over phone call. It was a customer's mistake.

Manufacturer narrative:
Due to character restrictions in block e1, e1 event site full address: (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) pump was in standby mode and there was no impact.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, h6 (investigation findings).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was in standby mode and there was no impact to patient.